Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seals removed/broken, the top case cracked by tube holder and left side of handle, and the plunger head cracked by all screws. A review of the event history log identified motor rate error in the history. Occlusion testing was performed and verified motor rate error. During testing, the reported problem was duplicated. The root cause of the problem was a combination of a dirty and worn motor assembly, worm gear, leadscrew, and clutch halves. The wear was regarded as normal wear since the pump was over 14 years old. To resolve the problem, the motor assembly (stepper motor included), worm gear, leadscrew, and clutch halves were replaced. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10009704.